Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found proximal stent damage with struts lifted distally from the stent profile. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft profile. No other issues were identified during the product analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 14-feb-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the radial artery. The concentric, de novo target lesion with a bend between 45 and 90 degrees was located in the moderately tortuous and mildly calcified mid left circumflex (lcx) artery. Following the insertion of a non-bsc guide wire and pre-dilatation of the lesion, a 3.00x28mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion despite several attempts. The procedure was completed with a 3.00x28mm synergy stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.